Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and insufficient pain relief. Reprogramming was attempted; however, it was unsuccessful and the patients pain did not improve. Consequently, the system was explanted. Electrocautery was used following removal of the implantable pulse generator (ipg), and fluoroscopic imaging was performed to confirm complete removal of all system components. The explanted devices will not be returned for analysis, as they were disposed of by the medical facility. The patient is recovering as expected.

Manufacturer narrative:
Block b3: exact date unknown, patient started noticing minimal pain relief at the end of september. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 21459494. UDI: (B)(4). The lead and the ipg have not been returned as they were discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and system failure, which can occur at any time due to random failure(s) of the components or the battery, all of which are known risks associated with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The devices were not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and insufficient pain relief. Reprogramming was attempted; however, it was unsuccessful and the patients pain did not improve. Consequently, the system was explanted. Electrocautery was used following removal of the implantable pulse generator (ipg), and fluoroscopic imaging was performed to confirm complete removal of all system components. The explanted devices will not be returned for analysis, as they were disposed of by the medical facility. The patient is recovering as expected.

Manufacturer narrative:
Block b3: exact date unknown, patient started noticing minimal pain relief at the end of september. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 21459494, UDI: (B)(4).